Event description:
The cement wouldn't set up. The surgery was delayed approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.